Event description:
Covidien 35mm titan hemorrhoid stapler (ref hem3335, lot n0l0413y) malfunction after stapler was placed in patient's surgical site. Surgeon stated the stapler would not close. FDA safety report ID# (B)(4).